Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2015 with the following findings: the keypad is fully intact. All keys are fully responding to user presses. Removed the keypad cover; no contamination was found under the key contacts. Removed the pump cover; evidence of moisture was observed on the keypad connector and flex. Unable to duplicate the keypad complaint. Battery compartment is cracked above and below the bumper pad and cracked on the side at the threads. The display screen has a pinkish contrast. Audio bolus button cover is torn; the button is fully responding to user presses. Battery cap was not returned; test cap used to complete testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.